Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due heart wall perforation and high pacing thresholds. It was successfully replaced. Patient has diaphragm stimulation. No additional adverse patient effects.